Manufacturer narrative:
Follow-up # 1 date of submission 09/13/2013 - device evaluation: the pump has been returned and evaluated by product analysis on 08/27/2013 with the following findings: the complaint of a dim display was not duplicated during evaluation. The pump powered on with audio sounds, vibration and a fully illuminated display screen. There was no defect found during investigaton.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. It was reported that the display was dim and hard to read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.